Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H12: corrected data: during further follow up, it was noted that the lot number was updated from m235021 to m23035021.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the expiration date and device manufacture date have been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned device. Visual inspection found that aggressive 4.0mm 5pk had marks of use. Upon visualization under a microscope metal shavings could be observed, also the device had the borders chipped. The overall complaint was confirmed as the observed condition of the aggressive 4.0mm 5pk would contribute to the complained device issue. Based on the investigation findings, the root cause is traced blade wear and degradation, as per IFU; excessive side loading may result in blade wear and degradation. Adequate suction is recommended to minimize clogging, reduce build-up of excised material in the joint, and reduce wear and degradation of the device, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device m23035021, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown d10: concomitant device: aggressive 4.0mm 5pk, therapy date: (B)(6) 2024 UDI: (B)(4). Incomplete.

Event description:
It was reported by the sales rep in france that during a knee arthroscopy surgical procedure on (B)(6) 2024 while the aggressive 4.0mm 5pk device was in use for the right knee for meniscal syndrome, the knife during use had metallic shards visible on the operating field. Another like device was used but had the same error. The surgery was lengthened for another fifteen minutes. The third device was used successfully. There were no adverse patient consequences reported. There was abundant washing to evacuate metal residues in the surgical field. No additional information was provided.this is report 2 of 2 of the same event

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product has not returned to depuy synthes mitek, however a photo was provided for review. The photo investigation revealed that aggressive 4.0mm 5pk arthroscopic image had metallic particles. No other anomalies could be observed. The overall complaint was confirmed as the observed condition of the aggressive 4.0mm 5pk would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to blade wear and degradation. As per IFU excessive side loading may result in blade wear and degradation. Adequate suction is recommended to reduce wear and degradation of the device, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.